Manufacturer narrative:
Device is a combination product. (B)(4). Deice evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 305mm from strain relief. The fracture faces were oval as if kinked prior to separation. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-april-2016. It was reported that shaft kink occurred. The 80% stenosed, 14x3.0mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and mildly calcified left circumflex (lcx). Predilation was performed with a balloon. Upon introduction of a 3.00x16mm promus element ¿ stent, it was noted that the shaft of the delivery system got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.